Manufacturer narrative:
(B)(4).device is combination product.device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical trial. It was reported post a percutaneous coronary intervention (pci) with stent implantation that in stent restenosis occurred. The patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was located in the right coronary artery (rca). It was described as 10mm long, with a vessel diameter of 4 mm and 95% stenosis. The lesion was treated with predilation and implantation of a 4.00 mm x 12 mm taxus element stent, with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. On (B)(6) 2013, the patient diagnosed with stable angina and was hospitalized on the same day. A selective coronary angiography revealed an in stent rca occlusion. The 100% restenosis was treated with balloon angioplasty and placement of drug-eluting stent, with 5% residual stenosis. The event was considered resolved without residual effects.